Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 9224140. It was reported by a parent of a syringe user that anytime she draws insulin into the syringe, the insulin changes from clear to cloudy. After reporting the case to the manufacturer, she was told that the substance is "medical grade silicone", however, the parent doesn't feel comfortable using syringes for that reason. Verbatim: parent of young child reported, whenever she draws her son's insulin, something inside the syringes is leaving her son's insulin "cloudy". Stated, she reported the problem to the manufacturer of the insulin, who then requested samples. At the conclusion of their investigation, it was determined that there is a "medical grade silicone" that's leaving the insulin "cloudy". Parent stated, she is not comfortable using syringes because they're turning son's insulin from clear to cloudy.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200845277, 200845031, 200844846, 200845342] noted that did not pertain to the complaint.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-05-13. H.3. Device returned to manufacturer: yes . H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 9224140. Investigation summary: customer returned (19) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 9224140. Customer states that anytime she draws insulin into the syringe, the insulin changes from clear to cloudy and after reporting the case to the manufacturer, she was told that the substance is "medical grade silicone", however, the parent doesn't feel comfortable using syringes for that reason. All returned syringes were examined and 2 out of 19 samples exhibited a clear droplet of material come out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200845277, 200845031, 200844846, 200845342] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1611538, "on (B)(6) 2020, holdrege received photos of a complaint for fm in syringe. Visual inspection of the picture shows a liquid on the cannula of a syringe. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 9224140. It was reported by a parent of a syringe user that anytime she draws insulin into the syringe, the insulin changes from clear to cloudy. After reporting the case to the manufacturer, she was told that the substance is "medical grade silicone", however, the parent doesn't feel comfortable using syringes for that reason. Verbatim: parent of young child reported, whenever she draws her son's insulin, something inside the syringes is leaving her son's insulin "cloudy". Stated, she reported the problem to the manufacturer of the insulin, who then requested samples. At the conclusion of their investigation, it was determined that there is a "medical grade silicone" that's leaving the insulin "cloudy". Parent stated, she is not comfortable using syringes because they're turning son's insulin from clear to cloudy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 324910 batch no: 9224140. It was reported by a parent of a syringe user that anytime she draws insulin into the syringe, the insulin changes from clear to cloudy. After reporting the case to the manufacturer, she was told that the substance is "medical grade silicone", however, the parent doesn't feel comfortable using syringes for that reason. Verbatim: parent of young child reported, whenever she draws her son's insulin, something inside the syringes is leaving her son's insulin "cloudy". Stated, she reported the problem to the manufacturer of the insulin, who then requested samples. At the conclusion of their investigation, it was determined that there is a "medical grade silicone" that's leaving the insulin "cloudy". Parent stated, she is not comfortable using syringes because they're turning son's insulin from clear to cloudy.